Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The non-healthcare professional reported that following the intraocular lens (iol) implant procedure, observed tilt in the follow-up examination. The reason for the follow-up examination was a vision blurring in the middle and wider area. The patient experienced impaired visual acuity. As a medical solution, a post-op was suggested to perform a correction attempt with an uncertain result, and the patient declined it. The patient was using spectacle lens and can see perfectly near and far. Additional information has been received that in surgeon opinion the capsular contraction caused the event. The lens appears to be correctly positioned, and the control points are in accordance with standards. Blurry vision was corrected with glasses for the time being and hopefully permanently.